Event description:
It was reported that the patient expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. The pump was used to deliver sufentanil, bupivicaine, clonidine and baclofen.

Manufacturer narrative:
(B) (4).